Event description:
Philips received a complaint on the v60 ventilator indicating that the device restarted and then they confirmed that there was an alarm in the event log. The device was reported to be in use at the time of the reported problem. No patient or user harm reported. The customer chose to not disclose any patient information from the time of the event. The authorized service provider (asp) was informed by the customer that, before the device was picked up from the customer site for service, the issue did not reoccur. On (B)(6) 2024, the asp completed a running test on the device, but the reported restart issue could not be reproduced. The asp confirmed the occurrence of the reported restart alarms in the device diagnostic report (drpt). The asp determined that the alarms seen in the drpt did not require any action but reinstalled the software as a preventative measure. Following the reinstallation of the software, the asp completed a cleaning, running test, and function test. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E1: (B)(6).